Event description:
On (B)(6) 2025, the user received a low blood glucose (bg) alert during a supply change. The lowest blood glucose (bg) recorded was 66 mg/dl. The user treated the low by drinking mountain dew, which corrected blood glucose (bg). The user reported feeling fine. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.